Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 72 mg/dl. While troubleshooting, the customer was unaware of any significant events leading to the alarm. The customer stated that she was traveling when the issue occurred. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump received with minor scratches on lcd window, cracked reservoir tube lip and battery tube threads.